Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Original MDR report sent on (B)(6) 2012. Supplemental MDR report #01 sent on (B)(6) 2012. Supplemental MDR report #02 sent on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bariatric procedure. According to the reporter: the seal separated from the trocar. There was no unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.